Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified shocking coils to be stretched out at the proximal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the sense a and sense b conductor coil was fractured 95 mm from the terminal end. The outer insulation was misshaped with slight bends at the fracture site. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in the primary vector. Noise oversensing was noted, with noise being reproduced in all vectors. Imagining and troubleshooting was preformed, and an electrode damage is suspected. Technical services (ts) reviewed device data and confirmed that complete intermittent loss of signals and noise. Shock impedances remain within range. While the s-ICD shows normal operation, a connection issue cannot be excluded at this time. An electrode revision is scheduled, with further troubleshooting to be performed. This s-ICD system remains in-service. No additional adverse patient effects were reported. Additional information was received. This electrode was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in the primary vector. Noise oversensing was noted, with noise being reproduced in all vectors. Imagining and troubleshooting was preformed, and an electrode damage is suspected. Technical services (ts) reviewed device data and confirmed that complete intermittent loss of signals and noise. Shock impedances remain within range. While the s-ICD shows normal operation, a connection issue cannot be excluded at this time. An electrode revision is scheduled, with further troubleshooting to be performed. This s-ICD system remains in-service. No additional adverse patient effects were reported. Additional information was received. This electrode was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in the primary vector. Noise oversensing was noted, with noise being reproduced in all vectors. Imagining and troubleshooting was preformed, and an electrode damage is suspected. Technical services (ts) reviewed device data and confirmed that complete intermittent loss of signals and noise. Shock impedances remain within range. While the s-ICD shows normal operation, a connection issue cannot be excluded at this time. An electrode revision is scheduled, with further troubleshooting to be performed. This s-ICD system remains in-service. No additional adverse patient effects were reported.